Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be identified, but it is likely the following led to the malfunction: dust, stain, or foreign material attached to the electrical contacts of the video connector, or an insufficient connection, which affected the electrical connection with the system, causing the board inside the video connector to fail. Electrical load (stress) accumulated due to current flow to the internal electrical board of the video connector (including the electrical components mounted on the electrical board), accidental application of static electricity, or overcurrent caused by connecting/disconnecting while the system is on, temporarily causing the electrical connection to be poor, adversely affecting the image signal output, causing the image signal output to become unstable, causing the board inside the video connector to fail. As for the application of overcurrent, it is speculated that it may have been caused by connecting/disconnecting while the system is powered on, overcurrent from other devices or electrical wiring, or the adhesion of dust or moisture to the electrical contacts between the system and the video connector. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope generated a noise when angled. When the device was tilted, the noise appeared in the image, similar to a blackout. It was stated the image was not visible when the problem occurred. The issue occurred during preparation for use of an unspecified therapeutic procedure. The procedure was completed with a similar product. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.